Event description:
Per the clinic, the patient experienced recurring infections at the implant site. The device was explanted (B)(6) 2010, and there are no plans to reimplant as of the date of this report.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The user received a negative result for leukocytes with the microscopic result of > 100 wbcs/hpf. The user retested with a new vial of strips, same lot number, and got a result of 2+ for leukocytes. The user tried a third vial and received a negative result for leukocytes. The patient was not treated or adversely affected due to the erroneous results. The reagent strip lot number was 23052942.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Correction being sent. Device was not returned for evaluation.